Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their tongue and gums. They have filed them in the areas where they were cutting them but are worried to file the aligners too much. Provided fit tips and asked to file and smooth any sharp edges.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.